Manufacturer narrative:
Since completion of that amputation, and despite discontinuations of the pneumatic compression device use, other toes that were not affected by the device are now also known to be severely ischemic, suggesting a systemic etiology to the sequential toe amputations.

Event description:
The pneumatic compression device was prescribed by the primary care physician for use on her left foot to minimize leg edema and improve foot perfusion. The patient believes that skin erosion may have been caused by device hose contact with her toe. The erosions progressed with ongoing development of fourth toe cyanosis and pain. The patient developed recurrent left foot toe ischemia, subsequent gangrene and this required eventual toe amputation. The patient has received ongoing care from her primary care physician, podiatrist, vascular surgeon, hematologist, and other clinicians to lower the ongoing rate of sequential toe amputation, whose etiology has been ascribed to her hypercoagulable state. The pneumatic compression device was prescribed by her primary care physician on (B)(6) 2013 for use on her left foot to minimize leg edema and improve foot perfusion. The patient believes that skin erosion may have been caused by device hose contact with her toe. The erosions progressed with ongoing development of fourth toe cyanosis and pain. Despite the pain, the patient elected to travel by air and spent ten days in another city without additional medical attention. During this time, her toe was blue and pain control was inadequate on tramadol. On her return home from travel, she sought the care of her podiatrist and her vascular specialist who both suggested amputation (fourth toe). Since completion of that amputation, and despite discontinuation of the pneumatic compression device use, other toes that were not affected by the device are now also known to be severely ischemic, suggesting a systemic etiology to the sequential toe amputations.